Event description:
It was reported by service report that the head-end outer siderail panel was damaged allowing possible fluid intrusion due to missing handle area. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged head-end outer siderail panel.